Event description:
The explanted generator was received but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. Regarding the allegation of pain, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Information was received that the patient's device has been replaced due to prophylactic reason. The explanted generator has not been received into analysis to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes that the patient is wanting to have their vns moved because the vns is by her armpit and it bothers her and does not like it. The patient also complains of pain around the device. The physician noted they would try to get a surgical referral for the patient because of the pain around the vns. No surgical intervention has been reported to date. No additional relevant information has been received to date.